Event description:
It was reported that they hasn't used the device in over a year because it didn't work for her. Patient said they is having an MRI on monday and needs to put the device into MRI mode. Agent asked when the device stopped working and patient said since the implant was put in. Patient mentioned her back was hurting her one day and they laid on a stand and the little round thing back there seemed like it got a little out of shape. Patient thinks it melted or something. Patient states they just did that about 2-3 weeks ago and wasn't thinking enough on the heating pad. Patient also mentioned they would like to have the device taken out. Patient asked if they can have the leads removed. Agent reviewed and redirected to healthcare provider. Patient was able to start a charging session with excellent quality controller 100%, implant 30%. Patient mentioned the recharger moves around and it is hard to keep it in place. Patient said the controller battery is empty. Reviewed with patient to plug the controller into the ac power supply and charge the c ontroller up. Patient will call back tomorrow to walk through recharging her implant. Patient does not wear a belt. Agent sent request to repair for belt. The troubleshooting steps that were taken on the call resolved the issue.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6), ubd:, UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information has been received. B5 has been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information has been received stating that not charging for long time. Contacted medtronic for the answer. The issue has not been resolved and will have ins removed on (B)(6) 2026.

Manufacturer narrative:
B2 and h1 has been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient. They reported that they were having their MRI tomorrow but they were still having difficulty with recharging their implant because the recharger moves on them. Technical services(ts) recommend using the belt, but apparently that moves on the patient as well. Ts suggested leaning against a chair or a couch to recharge; patient was thinking of laying on the recharger in bed. Ts reviewed that implant didn't have to be 100% charged to have the MRI. Additional information was received on 2026-feb-11. Patient called back and repeated how they were not using their stimulator but they needed an MRI. Patient stated how their back was hurting so they laid on a heating pad, but clarified it was not actually the recharger paddle that was disfigured, but the implanted battery itself. Patient asked if there was someone who could remove the implant because they were even having some pain. Patient stated pain began a couple months ago, but yesterday it was causing more pain. Agent redirected patient to healthcare provider.